Event description:
The warning message to tighten the device showed on the machine. The staff used a different cord, and got the same error. The staff then took the device apart and got the same error. They then used a different cord and device and that one worked fine. They shut the machine off and back on again and tried after the case but got the same message.